Event description:
It was reported that the patient experienced a low blood glucose of 63 mg/dl that developed gradually, with the cause unclear, and they treated the event with oral carbohydrate (soda) resulting in return to target range. Symptoms included hypoglycemia. Outcomes included transient low glucose without escalation of care. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue reported, and no reproducible device-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.